Event description:
Facility has had at least one incident of blood backing up in the arterial pressure line as far as the internal transducer protector. The brand of tubing in use is cobe century system blood tubing.